Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited over-sensing noise. The physician capped and replaced the right ventricular lead during the procedure on 01 (B)(6) 2022. The patient was stable.